Manufacturer narrative:
Per the nurse, the sample was discarded. A batch review will be performed on the old lot number provided.

Event description:
A customer contacted baxter's technical service center to report a separated transfer set. The technical service rep (tsr) advised the home pt (hp) to contact the peritoneal dialysis nurse or doctor regarding the separated transfer set. The tsr advised the hp that if he could not contact the nurse or doctor, he should go to the ER. The tsr had the hp cycle power off to the home choice machine and proceed to seek medical attention. Product surveillance contacted the peritoneal dialysis nurse who confirmed that the transfer set separated from the catheter. The hp woke up wet. The hp came in to the clinic and had the transfer set replaced. The nurse stated the transfer set may not have been screwed on tight enough. The hp was given 1 gram of vancomycin prophylactically. There was no pt injury reported.